Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. Analysis confirmed the reported oversensing condition. Analysis revealed that the cause of the oversensing was excessive leakage in a capacitor caused by an asymmetrical anode isolation cut.